Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that watertightness was not maintained due to holes in the insertion tube, the suction volume was insufficient due to the collapse of the forceps channel, the bending angle was out of standard, it was hard to insert the brush into the forceps channel, the light guide bundle was broken, a stain was visible on the image, the flexible tube of the insertion section was crushed, the coating on the image guide coil was peeling off, the adhesive part of the objective lens was coming off, the adhesive part of the lighting lens was coming off, the index of the operation part was detaching, the eyepiece was peeling, there was peeling of the index on the connection part of the operational part, and the diopter ring was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a leak. Inspection and testing of the returned device found that the image guide coil coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.